Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing balseal on the smaller post of the trial. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The spring locking mechanism was stretched to an unsatisfactory extent and could easily fall off. The spring was removed and destroyed by the hospital staff. On 18 nov 2016 upon evaluation of the returned device, the balseal on the smaller post is missing. Ay